Event description:
It was reported during a laparoscopic toupet the surgeon had a ussc endo retract through the trocar placed under the liver. The pt "became awake" and started moving violently on the table. Alot of force was put on the retractor. The retractor force against the trocar caused the bottom 1/4" of the trocar cannula to break into several places. The surgeon felt he retrieved all the pieces of the trocar. The rep stated the director of surgery, took the trocar and will not release it at this time. There was no consequence to the pt.